Event description:
The user facility reported a 52-year-old female patient had a impella 5.5 support. The impella 5.5 was successful for 6.7 days. There was an observation made of thrombus at the inlet of the pump at explant and on echo. There was no noted harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported thrombus has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Data review analysis showed about 9 hours into the case, the suction alarms were triggered with low flow. Based on clinical description and data review, the root cause of thrombus was most likely due to patient condition.